Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. A revision procedure on an unknown side has been indicated due to unknown reasons; however, no revision has been reported to date.